Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy off catheter. Block h10: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Additionally, the device was returned with only a portion of the over-sheath buckled over the clip assembly which is evidence that the over-sheath was intentionally removed. Microscopic examination was performed, and it was found that the catheter was unraveled at the distal end. Functional evaluation was performed, and it was found that the clip assembly was able to perform the first activation and could be released from the catheter without problems. No other problems with the device were noted. The reported event of clip unable to deploy off catheter was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. Regarding the found problem of catheter being unraveled, this is likely due to operational factors such as the insertion technique used, the removal of the device through the scope, or the removal of the over-sheath. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was found that the over-sheath was attempted to be completely removed from the device which is not describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was unable to deploy off the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to deploy off catheter.

Event description:
It was reported, to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was unable to deploy off the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.